Manufacturer narrative:
(B)(4).

Event description:
It was reported that an oversensing of myopotential signals was observed on the right ventricular lead of an asymptomatic patient. The lead was successfully capped and replaced.